Event description:
It was reported that an ilet user experienced high blood glucose after announcing a usual breakfast but consuming pizza and chicken wings, indicating an incorrect meal size announced. Fingerstick reading was initially around 300 mg/dl and later trending down to 109 mg/dl upon follow up. Tubing was patent on priming, no leaks were detected, and a site change was performed while the cartridge and supplies remained in use. Symptoms included hyperglycemia, peaking at 350 mg/dl, accompanied by a headache and irritability. Outcomes included no injury and no medical intervention beyond troubleshooting guidance. Investigation included product troubleshooting by phone, verification of infusion delivery via drop test, inspection of supplies for leaks, and a corrective action consisting of an infusion site change. Investigation of this case revealed user-related meal announcement inconsistency and probable underestimated carbohydrate/fat content contributing to postprandial hyperglycemia, with device function appearing normal. It was concluded that the event was attributable to use factors rather than a device malfunction, and glucose normalized after the site change and time for insulin action.